Event description:
Information was received from manufacturer representative (rep) .caller received a message today from the patient reporting that they charged yesterday for 2 hours and only got to 80% full. Caller is not aware of any messages/screens/warnings seen on the controller. Caller does not know if this has happened before. Caller reported the patient is a high intensity user and charges every day. Caller reported we have replaced controller at some point. Caller reported that he has not spoken with the patient yet and wanted to just send out a new recharger but technical service specialist reviewed patient should call in for troubleshooting first. Patient called back stating stating they having issues and having pain. Patient states their medtronic rep said to call and get a controller and the recharger. Patient states at times the groups go away and off on the remote. Patient states they meet with the manufacturer representative (rep) tomorrow. A replacement recharger (rtm) was sent out. Additional information was received from a manufacturer representative (rep). It was reported that the patient having difficulty with recharging, that it took 4.5 hours to get to 100% last night. Patient generally will have to select re-try multiple times to get the normal recharge screen. Patient has been in the passive recharge mode a lot to recharge. Patient also has issue with connecting the neurostimulator with handset, unless device was placed right over the neurostimulator; un-bonding and re-bonding controller didn't resolve this issue. Rep also indicated that they have to put the communicator over the implant to maintain connection. The controller and recharger have been replaced, and the rep had tried a different controller as well. Rep to get a file for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Note: mdt file was created during the call. Rep to send it in for analysis when he is able to connect the tablet to his computer at home. Note rep has to put clinician communicator over the neurostimulator to maintain connection to the tablet. Spoke with caller and reviewed potential need for implantable neurostimulator (ins) replacement. For now, tss will review mdt report and field staff will attempt a disable device command using controller on monday, (B)(6) when patient (pt) is being seen in clinic for her pump. Pt continued to have issues charging her ins though the pump is helping the pt's back pain.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2025-12-10 14:47:34 cst pli # 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Antenna wire is open within the header of the device. Additional information is received from the patient mentioning 1, 2, 3, 4 on a, b, c go off a lot, they stayed on the way those were set before and that the patient had to just keep resetting them.

Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Caller and pt charged for about 25 minutes and continued to be in passive charging during this time in the 90's. They never saw a normal recharge screen. Technical services had them exit out of passive recharge screen (using 'x' in corner) and then a normal therapy screen did appear and ins charge level was showing as 60%. They attempted disable device feature which did indicate it was finished at the end of the process but pt was still stuck in passive recharging with #s from 74-100. Pt is scheduled for replacement of ins tomorrow. Additional information was received from the rep. Rep reports the patient (pt) experienced a recharging of implantable neurostimulator (ins) issue including communication issue while recharging. Ins was difficult/unable to be recharged. Rep reports troubleshooting attempted was described in previous reports. The cause was unknown. Rep reports the pt reported that a rep and technical services personnel assisted to charge the ins yesterday, this was described as a trickle charge that never showed the normal recharge screen but was able to get the battery to 60%. At the device replacement surgery this morning the rep was unable to connect to the battery as the programmer sent an alert that the battery was too low. Per rep ins was removed and replaced with a new model ins without complication. The removed ins was cleaned and packaged with the facility planning to return the device. Rep reports the issue was resolved by device replacement. Rep will submit any new information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.